Manufacturer narrative:
The reported complaint of a suspected leak on the icy catheter (lot # 188020) was confirmed during functional testing. A bonding leak was observed at the proximal end of the distal balloon during the functional pressure leak test. The probable root cause could be a latent defect at the bond. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100psi, a bonding leak was observed at the proximal end of the distal balloon, thus confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the icy catheter with lot # 188020.

Event description:
The icy catheter (lot # 188020) was inserted into the patient's right femoral vein for ivtm therapy. In addition, a right femoral arterial line was placed to monitor the patient's blood pressure. During the maintenance phase, the saline bag was noted as empty. The nurse reporting the issue was advised to check the fluid in the airtrap raceway, under the console, and in the patient bed; however, no evidence of a leak was observed. Per the reporter, the saline bag was not replaced. The catheter leak was suspected and the customer was advised to replace the line. The physician will install a new line, according to the nurse. The patient's status information was requested but the customer did not provide a response.